Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on 10-may-2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2010 - patient was diagnosed with incisional abdominal hernia and left inguinal hernia thereby underwent open repair of incisional abdominal hernia with the implant of ventralex mesh (device 1) and left inguinal hernia repair with the implant of perfix plug (device 2). Per op notes, ¿an incision was made below the umbilicus and carried down to the fascia. A medium sized ventralex mesh (device 1) was placed to cover the defect with prolene sutures. Then a left inguinal incision was made down to the fascia, a perfix plug and patch (device 2) was placed to the pubic tubercle using prolene sutures.¿(B)(6) 2014 - patient had esophageal stricture thereby underwent repair with removal of gastroplasty band with lysis of adhesions. Per op notes, ¿the old scar was excised. The area of the umbilicus encountered the mesh (device 1) from previous hernia repair, left this mesh intact and then lysed the adhesions.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) number.root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-nov-2009) is considered to be a best estimate.updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no, corporate lot no, expiry date), g3, g6, h2, h4, h6, h10, h11corrected field: g4 (PMA/510(k)).this supplemental emdr represents the bard/davol ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 2)note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.